Event description:
Pcs21 was attached to the flexshaft. The anvil was attached and closed into firing range. Pc displayed "in firing range" and fire key was depressed. During the firing sequence, there was some torque observed on the dlu. The pc displayed "firing cycle incomplete." After the firing, the device would not open the 5mm gap. The open key was then pressed to allow the device to open. The anastomosis was incomplete and the staples were c-shaped. Two donuts were observed on the anvil stem. Another device was used to complete the case.